Event description:
Clinical study. It was reported that following the attempt of a carotid artery stenting treatment procedure that the patient developed right-sided facial weakness (paralysis) and slurred speech. The index procedure attempted to treat the 80% stenosed 4.9x12.7mm target lesion located in the right ostium internal carotid artery. Treatment attempted to utilized a bsc filterwire ez but due to the vessel tortuousity the filterwire failed to cross the lesion and accordingly no treatment was performed. A nih stroke scale was not performed. On the same day following the procedure, the patient developed right facial paralysis and slurred speech. An emergent CT of the head was performed without contrast, but did not reveal any acute pathology. Following the CT scan, the patient underwent an MRI of the brain with and without contrast which showed: acute areas of infarction involving the left external capsule, left genu of the internal capsule/caudate head and left parietal white matter; and unremarkable mra of the anterior and posterior intracranial circulation. The patient was transferred to the ICU for further treatment and evaluation. Neurology was consulted and the patient was found to have dysarthic speech, and mild weakness of the lower portion of the face on the right side. Motor strength showed severe weakness on the right side with no movement in the right arm proximally or distally. A sensory exam was slightly diminished on the right side. Conservative antiplatelet therapy with aspirin was recommended as well as physical and occupational therapy. A nih stroke scale was performed, scoring a "10". The next day, the patient was seen for a rehabilitation consult and in-patient rehabilitation was recommended. On day 4, the patient was discharged to a rehabilitation facility for in-patient rehabilitation. Medications included altace if systolic blood pressure is more than 160, aspirin, clopidogrel and others. The event relationship to the device was listed as "possible".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.